Manufacturer narrative:
A DHR review was completed with no noted nonconformance's or anomalies during production. The materials that are patient contacting are non-cytotoxic, non-sensitizing and non-irritating. Samples were not available for further evaluation.

Event description:
Patient reported skin irritation in the form of red, itchy, rash. The patient did seek medical treatment from their doctor and was prescribed a steroid. The patient reported that they did follow proper skin preparation instructions.